Event description:
Procedure: hemicolectomy. According to the reporter: when making the anastomosis the device didn't work properly. After firing, the colon was open, resulting in an intra-operative content leak. A row of fired staples was lying on the colon. There was unanticipated tissue loss. The inferior staple line was oversewn. Due to the faeces ub tge abdomen, the dosage of antibiotic was increased. It is unk if reinforcement material was used.

Manufacturer narrative:
(B)(4).